Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR report # 1627487-2013-12590. Reference MFR report # 1627487-2013-12591. Reference MFR report # 1627487-2013-12592. Reference MFR report # 1627487-2013-12593. Reference MFR report # 1627487-2013-12594. Reference MFR report # 1627487-2013-12595. It was reported the patient had an infection at one of the lead incision sites. The physician opened and flushed the site. Next the physician inserted a drain. Cultures were taken. Six days later the scs system (for off-label use) was explanted. The patient was given i.v. Antibiotics and sent home with a pic line. Eight days later the patient was admitted to the hospital with fever, redness, swelling and pain. Patient is being treated for the infection. Note: the patient had 4 leads and 2 extensions, all with different lot numbers. All are being reported.